Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 50mm abdominal aortic aneurysm. Vessel morphology was not reported. During the index procedure the main body was placed about 8mm below the renal artery. The patient had a transverse angulation in the proximal neck and it was noted as slightly irregular in shape. The proximal neck was 19mm long. The physician noted that there wasn¿t a good seal after placement of the main body and a type ia endoleak was identified. Therefore, a 28mm cuff was added and positioned well; however, the leak looked better but it wasn¿t resolved. No additional clinical sequelae were reported and the patient will continue to be monitored.

Manufacturer narrative:
(B)(4).